Event description:
On (B) (6) 2009, the patient reported she has condensation in the cartridge chamber of her insulin infusion device. She stated there was no insulin or water ingress into her device. She said that last night while filling her cartridge with insulin, she pulled instead of twisting the plunger off of the o-ring. This resulted in her spilling the insulin on her kitchen table. She stated she does not think any insulin spilled into the chamber. She was able to dry out the chamber. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.